Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer husband is doing the troubleshooting. The customer was treated injection. The customer was advised the 2 high blood glucose rule. The customer's husband was assisted with troubleshooting and advised to monitor patient blood glucose.